Event description:
Cause me nothing but panic as I was unable to pull at the string... A number of failed attempts- vagina [foreign body in reproductive tract]. The string was sat curled up above [device physical property issue]. Unable to pull at the string... A number of failed attempts [complication of device removal]. Case narrative: consumer reported via email that the tampon string was curled up causing several failed attempts to remove. No serious injury was removed.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Cause me nothing but panic as I was unable to pull at the string... A number of failed attempts- vagina [foreign body in reproductive tract] the string was sat curled up above [device physical property issue] unable to pull at the string... A number of failed attempts [complication of device removal]. Case narrative: consumer reported via email that the tampon string was curled up causing several failed attempts to remove. No serious injury was removed.

Manufacturer narrative:
No failure could be identified as a result of the investigation.